Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence and presented with a nonfunctioning device. During revision surgery, the physician noted fluid loss in the system. The device was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
Model number/catalog number: 72400024 serial number: n/a batch/lot number: 393662001 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400098 serial number: n/a batch/lot number: 394617004 model/catalog description: control pump fgs unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Mechanical issue, fluid leak and urinary incontinence are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.